Event description:
Lap appendectomy. On the third firing of the plcr60b with the i60 device and malformed staples were observed. A new reload was used to complete the case without further incident. No patient injury.